Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of type b thoracic aortic dissection. Heli-fx endoanchors were implanted for prevention of neck dilation. Approximately 3 years post the index procedure a non medtronic stent graft was implanted for the treatment of a type iiib endoleak in (B)(4). It was reported the patient presented 7 days post the reintervention procedure with a diagnosis of septicemia with symptoms of fever, malaise, anorexia, and increased bowel movements due to septicemia. The patient was readmitted for treatment of an infected tevar, along with several comorbidities and complications. The patient was treated for bowel complications, polypectomies, acute pulmonary oedema, acute kidney injury (aki), peripheral oedema, delirium, hematomas, and extravasation of intravenous contrast medium. Despite receiving medication, the infection remained unresolved at the end of the study participation. The site assessed that the septicemia had a possible relationship with the reintervention procedure and possible device related but uncertain which device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.